Event description:
The manufacturer received information alleging ventilator service required alarms occurred on a trilogy 100 ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor printed circuit board assembly required replacement to address the issue. The device passed final testing.